Event description:
The customer reported that during a patient related event, their device locked up and showed the word "service" across the screen. The ems crew was able to immediately deploy a back up device on the patient. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.